Event description:
It was reported that yellow foreign matter was found in 2 bd vacutainer® k2 edta (k2e) plus blood collection tubes before use. The following information was provided by the initial reporter, translated from japanese to english: "yellow fm was in tubes."

Manufacturer narrative:
H.6 investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for additive abnormality with the incident lot was observed. Evaluation of the customer samples was performed, and additive abnormality was observed. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that yellow foreign matter was found in 2 bd vacutainer® k2 edta (k2e) plus blood collection tubes before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "yellow fm was in tubes."